Event description:
It was reported to boston scientific corporation in 2008 that a radial jaw 4 single-use biopsy forceps jumbo device was used during a procedure performed two weeks prior (a female patient; weight is unknown). According to the complainant, during the procedure when the nurse went to use the radial jaw 4 single-use biopsy forceps jumbo device, the pull wire broke leaving the jaws/cups hanging at the end of the scope. The physician completed the procedure with another radial jaw 4 single-use biopsy forceps jumbo device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual inspection of the returned device revealed that the device was received with one broken wire. Complaint confirmed. Based on sample returned condition, the root cause of the failure is considered manufacturing. A review of the device history record for the pertinent lot was performed; no anomalies were noted.